Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's mother reported that her child faced a bent cannula. At the time of this report, the patient's blood glucose level was 19.4 mmol/l. No further information was available.